Manufacturer narrative:
Product analysis: analysis of the external pulse generator (epg) was unable to confirm the customer comment that the top shuttle knob was damaged. Analysis also noted that the output connector assembly was broken, the hanger assembly was broken, the upper case was broken, the encoder was replaced as preventative, one control knob was missing, the lower case was broken, the display wire was cut, and the output connector assembly nuts were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. Information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a damaged knob. The epg was returned into service. There was no patient involvement.